Event description:
Report received indicated that the drug-eluting stent was found dislodged from the delivery system when the package was opened. The package was received intact and no anomalies were noted. The product was not use in the pt.

Manufacturer narrative:
This product has been returned for evaluation and testing, however, the failure analysis report is not complete. Additional info will be sent within 30 days upon receipt.